Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their neurostimulator (ins) that was implanted for non-malignant pain. It was reported that the patient will be having back surgery tomorrow for a ruptured and slipped disc in order to help her be able to walk and get around. Patient will be needing a more extensive surgery but the physician is hoping this will help her get through the holiday season. The surgery is for back issues and not related to the scs. However ,the patient did report issues related to the scs. Patient no longer uses the scs therapy because it was not doing anything for her other than giving her a jolt sporadically. This happened once while patient was driving and it scared her and she got sick of this happening so she turned scs off. The trial was wonderful and perfect, and the implant did a little good initially but she would get a little jolt once in a while and then it got worse. Patient has spoken with managing hcp about having the scs removed, however, they have not scheduled a date yet. The event date was provided as 6 months ago. No further complications were reported/anticipated.